Manufacturer narrative:
The pump gave a motor error alarm during the basic occlusion test due to a faulty force sensor. Unable to perform the rewind, basic occlusion, occlusion, prime, excessive no delivery or prime/fill anomaly tests due to the motor error alarm. The motor passed the motor test. The pump had a cracked lcd window, a cracked case at the display window corner and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that during the manual prime, the insulin pump squirted insulin. Customer also indicated that they were unable to return to the home screen on the display after this incident. Customer does not recall any significant events leading to the error and indicated that his blood sugar had been a little high all day. Customer's blood glucose was 111 mg/dl at the time of incident and was 198 mg/dl at the time of the call. Troubleshooting found that after the act button was pressed, the insulin did not drip into the tubing. Customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.